Event description:
It was reported that device did not seal, and a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman closure device was implanted in conjunction with an ablation procedure. At an unspecified time, post-implant, the patient experienced a stroke. Computed tomography was performed revealing the closure device was not fully occluding the laa and a large gap was noted beside the closure device. The patient was started on oral anticoagulation medication and is reported to be recovered from the stroke.

Manufacturer narrative:
Event date: bsc aware date used as event date is unknown. Implant date: estimated as exact date is unknown, but reported to have occurred in 2018.